Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) reasonable attempts were made by phone and email to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. Furthermore, user facility reported that hyperpigmentation was still visible on (B)(6) 2018. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Furthermore, healthcare professional stated "test spot prior to treatment not preformed." "These described pigmentation changes can also be experienced with a lack of pressure with the et handpiece during the procedure." An examination of the subject device by a lumenis technical expert noted that the power meter glass window was chipped and needed to be replaced. After replacing the power meter glass, the engineer verified all system functions including calibration, and output power of both hs and et handpieces. The subject device operated well within manufacture specifications. Based on the above, the most probable root cause of the reported event is an operator error, i.e. A failure on the part of the device operator to follow user maintenance as described in the device labeling: "warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage." "When unpacking your lightsheer duet system, and before each use, inspect the components for dirt, debris, or damage. Inspect each handpiece for cracks or other visible damage. A damaged handpiece may cause electrical shock, unintended laser exposure, injury to treatment room personnel or the patient, and/or fire in the treatment room." "If any component appears damaged, contact your local lumenis service representative." "Warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment." . This complaint has been determined to be reportable per MDR decision tree, since lumenis believes that hyperpigmentation is presumed permanent if still present after 30 days.

Event description:
A user facility reported that one (1) patient sustained hyperpigmentation on chest following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial complaint from the user facility.